Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-oct-2019, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 27-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient experienced an infection and the whole infusion system was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was noted that the infection would be treated once everything was fully healed and the hcp had plans to re-implant. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.